Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.